Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The evap was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service maintenance visit, gehc service representative noted that, according to the log, the unit delivered output higher than expected. There was no report of patient involvement.